Manufacturer narrative:
Additional information:one additional single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18g036, 18h030, and 18k012 and unknown lot number. The evaluations for five (5) events have not been completed yet. Of the thirty-nine (39) events, the devices for three (3) events were not received for evaluation; therefore, a device analysis could not be completed. Twenty-four (24) actual devices and four (4) companion samples were received for evaluation. A visual inspection was performed and fluid was noted inside the bag that contained the returned samples. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was subsequently performed. After fill, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. Thereafter, the units were being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The returned samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18g036, 18h030, and 18k012. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 39 </noe> malfunction events. It was reported that thirty-nine (39) small volume folfusors were leaking. Of the thirty-nine (39) events, twenty-nine (29) devices were observed leaking from unspecified locations, eight (8) were observed leaking at the blue winged luer cap, and two (2) were observed leaking from the multirate control module. All the leak events were discovered prior to patient use. There was no patient involvement in any event. No additional information is available.